Event description:
Had essure implanted. Immediately I knew there was a problem because I was in severe pain during and after procedure. Was in ER numerous times for pain and dr said he would meet me there and never did. Dr lied on my medical report on how many coils he used too. Couldn't sit, work or sleep. I was in so much pain. I even have pictures of my tubes after they were removed.